Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor broke. The pieces were removed with a forceps. A back-up device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One (B)(4) healicoil pk 5.5mm product returned. The complaint stated: ¿during the application the inserter broke apart. The tip of the inserter with the anchor attached were removed with a forceps.¿ no suture or anchor was returned. The only return was the inserter, which was separated into two pieces. The weld was broken. The shaft diameter has some dings at the weld joint area. No root cause associated with the manufacture of this device was confirmed.

Manufacturer narrative:
Event description updated.

Event description:
It was reported that during the application the inserter broke apart. The tip of the inserter with the anchor attached were removed with a forceps. A backup device was available to complete the procedure with no significant delay or patient injuries.